Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt message sl) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to a shorted pins on u1 in the cable connecting ECG "c" and ECG "d". The root cause for the shorted pins could not be positively identified. No adverse event resulted from the open pulse wire.

Event description:
An electrode belt was returned to a distributor and it was reported that a patient was receiving frequent adjust belt messages.